Event description:
It was reported that the patient received an inappropriate shock from their extravascular implantable cardioverter defibrillator (ev-ICD) due to myopotentials. Reprogramming was done. Then approximately 5 weeks later the patient received a second inappropriate shock due to myopotentials. Additional reprogramming was done. It was noted that the patient is very thin and with the ev-ICD being implanted between muscles and not above there was a high risk of myopotentials. Ten days after the second shock the ev-ICD was explanted and replaced with a single chamber ventricular ICD (implantable cardioverter defibrillator). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.